Manufacturer narrative:
H10. H3, h6: the returned device, used in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Review of complaint history of the reported lot number for the past 3 years found related failures; this failure will continue to be monitored . A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. Visual inspection under magnification of the wand shows extensive electrode wear with scratch/scuff marks and discoloration/contamination on the spacer and the return electrode. The lower and the middle electrode are broken/detached. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned device was connected to a known good coblator ii controller and activated in saline solution. The device did work limited and produced reduced plasma at coblate/coag settings on the remaining stubs of the electrodes the suction line was tested with a syringe and performed as specified; the saline tube was tested on a saline bag and performed as intended on all three openings; the complaint was verified and the root cause cannot be determined with certainty. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: (1)rate of ablation (2)power settings (3)prolonged use against dense or bony surfaces (4) suction rate and depth/amount of pressure on the tissue ablation (5)fluid management. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tonsillectomy + adenoidectomy, the procise wand metal electrode wire cracked. The procedure was completed with a back up device with no patient injury reported. It is unknown if a delay was caused due to the device malfunction. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.